Manufacturer narrative:
(B)(4). Product analysis:the driver was retuned broken approximately 100mm from the tip. The shaft of the driver has broken in a spiral type fashion leaving the tip in several different pieces. The fractures are at a steep angle. A microscopic analysis of the fracture surface reveals ratchet marks indicating the material was under torsional tension when the fracture occurred. The fracture is that of a brittle nature and appears to have started in the corner of the proximal retaining tab and traveled upward. The hardness and shaft diameter where checked and appear to be made to print. One of the distal retaining tabs has also been broken off. Conclusion: the above observations are consistent with torsional overload.

Event description:
It was reported that intra-op, surgeon was tightening set screw and apparently bore down too much. The driver broke in multiple places. The product came in contact with the patient. No fragment of the product remained in the patient. No patient complications were reported. Updates received on 21 jul 2015: event date: (B)(6) 2015.